Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure the clips were dropping out of the device. Unk how the case was completed. There was no pt consequence.